Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were leaks between the o-rings which caused the customer to have high blood glucose. The customer¿s blood glucose during the incident was 437 mg/dl. Troubleshooting was performed. The insulin pump passed the basic occlusion test. The drive support cap was correct. The insulin pump will not be returned for analysis.